Event description:
This report is to advise of an event observed during analysis confirming a short circuit and leak in the catheter.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Multiple short circuits were noted and the device did not meet specifications during an irrigation leak test. Further investigation revealed the irrigation tubing was detached from the luer hub of the returned device, consistent with the failed irrigation leak test. Fluid ingress was noted into the proximal tubing and the 19-pin redel connector when the catheter was flushed, consistent with the detached irrigation tubing and observed short circuits. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the irrigation tubing being detached from the luer hub and the resulting short circuits remains unknown.